Event description:
On (B) (6) 2008, a resident stopped an infusion in order to use the pump for a different drug. The resident changed the tubing. When the second infusion was set up, a nurse at facility noted that the first bag was empty. It was suspected that when opening the door to remove the cartridge, the plastic clamp did not close, which allowed the pump to go into free-flow. The drug being infused was insulin (estimated 50 ml). No patient injury was reported. After the incident, the patient was monitored and treated appropriately. After the incident occurred, the pump was returned to the floor of the hospital instead of being set aside. The pump is likely still in use. The biomed technician is unable to determine which pump it is since the serial number is unknown. As a result, the pump cannot be sent in for service.